Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03936 and 3005099803-2024-03935 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the first flange of the 10x15mm axios stent (the subject of MFR. Report # 3005099803-2024-03936) did not expand. Despite waiting, the flange remained unexpanded. The partially deployed stent was then removed from the patient, and a 20x10mm axios stent (the subject of this report) was attempted. However, the first flange of this stent also did not expand, resulting in the stent's dislocation. The details of whether the stent was fully deployed, and its method of removal remain unclear. Ultimately, the procedure was successfully completed with the placement of a double pigtail plastic stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. No problems were noted with the delivery system. The reported events of stent positioning issue and stent first flange failure to expand cannot be confirmed. The stent was not returned for analysis. Taking all available information into consideration, the overall root cause of the reported events is no problem detected a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, improper axios stent placement is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03936 and 3005099803-2024-03935 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the first flange of the 10x15mm axios stent (the subject of MFR. Report # 3005099803-2024-03936) did not expand. Despite waiting, the flange remained unexpanded. The partially deployed stent was then removed from the patient, and a 20x10mm axios stent (the subject of this report) was attempted. However, the first flange of this stent also did not expand, resulting in the stent's dislocation. The details of whether the stent was fully deployed, and its method of removal remain unclear. Ultimately, the procedure was successfully completed with the placement of a double pigtail plastic stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.